Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 60-year-old female patient with a medical history including cardiac issues and end stage renal disease who stated the patient¿s blood pressure was low (nos) and she lost consciousness while performing rinseback during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 14 jan 2026 from the htn who stated emergency medical services (ems) were called and the patient was transported to hospital. The patient experienced cardiac arrest during transfer, again while at hospital and was admitted to the intensive care unit (ICU) where she subsequently expired on (B)(6) 2025.